Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
It was reported that the patient's ipg was nonfunctional. It was also noted that the patient experienced intermittent numbness or tingling in the legs. The patient underwent an ipg replacement procedure and was doing well postoperatively.